Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the patient has suffered multiple dislocations and 3 revision surgeries within 2 years. This case covers the second revision. Responses to the medical documentation requests have not been received as of the date of this medical investigation. The reported root cause is the dysplastic anomaly reported separately (in the master (B)(4); however, this cannot be confirmed nor concluded. The patient impact beyond the reported recurrent dislocation and subsequent revision surgery could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after an unknown s&n hip system had been implanted, the patient has suffered multiple dislocations. The patient has had three revision surgeries. Case belongs to the second one.